Manufacturer narrative:
Additional information: h11. This event is likely to be detected during initial inspection and renders the device unusable. The user may opt to use a new device. Therefore, if the issue recurs it is unlikely to cause or contribute to serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and observed a misalignment when the tips were closed together. During evaluation, the device tips were brought together to mimic the motion that would be utilized in a surgical process. This visual investigation showed that the returned forceps could not simulate the intended use, as the two halves of the forceps tips did not perfectly match. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned coupler forceps observed a misalignment when the tips were closed together. There was no patient involvement. No additional information is available.